Event description:
This rental 3100a was being checked out by the renting facility. They were not able to achieve the specified mean airway pressure during pt circuit calibration. There was no pt involvement, nor was the 3100a being set up for use on a specific pt.